Event description:
After approximately 1 hour of pumping, blood was noticed inside tubing by the scrub nurse and balloon tech. Noted at this time was that no "high gas leak" alarms were indicated by pump. It was deceided that the balloon should be removed and pumping terminated. Upon further examination of the balloon, a small hole (pinpoint size) was found at the distal end of the balloon. A verbal report was filed with st. Jude medical.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, balloon. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.